Event description:
A respiratory therapist from the home healthcare company reported that, "in 2007, patient was on vent when unit shut down with alarms. The patient restarted the vent and the unit shut down within 30 seconds of power up. The patient put himself on the backup ventilator. Patient stated that 2 weeks ago he received disc/sense alarms occasionally during operation and last week he observed reset occur 2-3 times on about 26 days later, in the afternoon all within 30 minutes. Five days after the initial shut down, additional information provided by the respiratory therapist stated, "patient states vent shutting down on him, an alarm 1st then shuts down, and he has to hit "on" button to start up again. This has happened about 5x on that day, would shut down about every 30 seconds, in the past 2-3 weeks he has been getting disc/sense error message, getting reset messages and all lights start flashing". No allegation of patient harm; the patient put himself on the backup ventilator. It was initially reported the inop alarm was not activated. Seven days after the initial shut down, the respiratory therapist reported that she is unsure if the inop alarm was activated. Patient heard alarm, but only saw disc/sense on display".